Event description:
It was reported that the cotter pin for the castle nut on the shaft that supports the duel monitors on the 2800 system was sheared off. This was discovered by the field service engineer while replacing the left monitor. There was no pt involvement and no pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cotter pin was installed during the service call. The system was tested and found to be working as intended and put back into service.